Event description:
It was reported, modular screw driver handle used to put in distal screw and it came apart.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.